Event description:
It was reported that during a laparoscopic nissen fundoplication the device took a long time to cut tissue, then the pad came off inside the pt during the case. A delay of five minutes occurred to retrieve the pad. Another device was used to complete the procedure. There was no pt injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
The device was not received by the MFR as of the date of this report. A follow-up report will be sent after evaluation when the device is received.